Event description:
It was reported that the patient's experienced a return of symptoms. The patient stated that the pain had been "worse since origin implant" and that there were new pains since the implant. The patient's pain had increased in the middle and lower back, hips, sciatic nerve area and right leg. The patient had fallen the previous month ((B)(6) 2012) and saw the doctor a week later. The patient was scheduled for an MRI three weeks prior to the report but the MRI was "not compatible" and needed to be rescheduled; the MRI still had not been scheduled. The patient was also seeking a new healthcare provider (hcp) that is closer. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8627l18 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2011 (B)(6), product type pump product ID, 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received stated per physician that "the patient had pain in her back that hadn't improved" illegible words noted. It was also stated that "this was not an event" of the device system because the catheter and rotor study was normal.